Manufacturer narrative:
Physio-control further evaluated the removed lcd display and determined that the cause of the reported issue was due to the crystal being cracked and unreadable.

Event description:
The customer contacted physio-control to report that their device's display is not functioning. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be visible to the device user. This issue has the potential to delay or prevent defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's lcd display, display cover, and keypad. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's display is not functioning. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be visible to the device user. This issue has the potential to delay or prevent defibrillation from being delivered. There was no report of patient use associated with the reported event.